Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on. A field service engineer (fse) found that the station display was off, and the incoming power was inspected and confirmed to be normal. All cables between the power supply and the communication sled were disconnected, and the power supply powered up normally. The cables were then reconnected, and the pyxibus cable was disconnected, after which the station powered up normally. The issue was isolated to a drawer 4.1 drawer controller failure. The drawer controller was replaced by fse and tested successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es would not switch on. The user confirmed that the cables and power outlet were functioning correctly, as the refrigerator connected to the same outlet powered on without issue. However, the station itself still would not turn on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.